Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opened when establishing final arm angle (faa). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip was successfully deployed. Then a second clip delivery system (cds) was advanced to the mitral valve and the clip was placed; however, when establishing faa, the clip opened while locked. An attempt to establish faa was performed again, but failed. The cds was removed and replaced. A new cds was used to complete the procedure. Two clips were implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: all available information was investigated and the reported clip opening while locked was not confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported clip opened while locked could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.